Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. The customer reported product problem was not replicated. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump found empty even though it stated that 7ml is remaining. The patient reported that the tubing was found bubbled at the bottom but above the filter it appeared to have liquid. The pump was also still running even though the cassette was not attached. The patient resume therapy using a backup pump due to the fact that infusion was life sustaining. There was no reported injury to the patient.